Event description:
It was reported that shortly after inserting an intra-aortic balloon (iab), the waveform and blood pressure values were no longer displayed on the monitor. The customer tried unplugged and reinserted the optical sensor connector, however, the issue persisted. The customer then switched to external input. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4) h3 other text : device not returned.

Manufacturer narrative:
Even site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that shortly after inserting an intra-aortic balloon (iab), the waveform and blood pressure values were no longer displayed on the monitor. The customer tried unplugged and reinserted the optical sensor connector, however, the issue persisted. The customer then switched to external input. There was no patient harm or adverse event reported.

Event description:
It was reported that shortly after inserting an intra-aortic balloon (iab), the waveform and blood pressure values were no longer displayed on the monitor. An unable to calibrate fiber-optic sensor alarm was noted. The customer tried unplugged and reinserted the optical sensor connector, however, the issue persisted. The customer then switched to external input. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event description and device code 2890 updated. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that shortly after inserting an intra-aortic balloon (iab), the waveform and blood pressure values were no longer displayed on the monitor. An unable to calibrate fiber-optic sensor alarm was noted. The customer tried unplugged and reinserted the optical sensor connector, however, the issue persisted. The customer then switched to external input. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications (this sentence goes away if the complaint if confirmed). There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).